Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had blood glucose of 320 mg/dl and his insulin pump is not working correctly. Customer stated that the insulin pump reservoir stopped moving and he was getting no delivery alarms. Nothing further was reported.